Event description:
On 07/07/1998, the facility's or supervisor informed the MFR's rep of the following: the device was implanted on 02/02/1998. A couple weeks ago (last week of june 1998, exact date was not known), the device catheter was noted to have sheared. The sheared segment of catheter was removed at a facility and was placed in the pt's possession. The device body was explanted today (07/07/1998) at this facility. The device and sheared segment of catheter were scheduled to be returned to the MFR for analysis. No further details were provided at this time.